Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 10mm amplatzer septal occluder was selected for implant. Upon deployment, the device did not conform to the septum but assumed a cobra head formation. The device was removed and replaced with a 9mm asd occluder and the procedure was successfully completed. The patient was reported to be stable.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. One photo was received from the field, which appeared to show an occluder in the cobra conformation. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.